Event description:
Drive devilbiss healthcare was notified of an incident involving a pressure prevention mattress, which is intended to be used as one component of a comprehensive, multi-disciplinary pressure injury management program. The end user's daughter stated that "the unit had a deflated bladder, and the end user is starting to develop bed sores." Drive did not receive any information regarding the patient's overall pressure injury management program. The end user discarded the unit and is unable to return to drive for an evaluation. Drive is currently investigating the incident and will file an update if additional information becomes available.